Event description:
Smoke was coming from under the patient's mattress. Witness stated the bed made some popping noise and started smoking. Employee moved the mattress, looked under the bed, and saw a fire near the motor. Nurse called "code red" and pulled the fire alarm. Employee got the fire extinguisher and sprayed around the bed motor. Fire department arrived, took over, and cleared the "code red." No harm to patient or witness. Smoke, fire attributed to capacitor under bed.